Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported via social media that the patient experienced an unspecified malfunction with an unspecified dexcom phone application. The patient reported that the phone app did not pick up the sugar levels and the patient experienced a hypoglycemic episode. No patient symptoms were reported. No cgm egv, alerts, alarms, or bg were reported. The patient was treated at a hospital to correct hypoglycemia by unspecified medical intervention. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.